Event description:
The ventilator display went blank during use on a patient. The ventilator appeared to keep functioning. The device then beeped, indicating that a reboot had occurred, and then resumed normal function at the pre-set settings. This type of fault could go undetected if staff is not there at the time it occurs.